Manufacturer narrative:
The shunt system was returned in a plastic container. The shunt system was submersed in an unknown liquid. At the time of delivery the progav2.0 valve was set to pressure range 1 cmh2o. A visual inspection was performed and a hole was found in the catheter. To proof the penetrability of the valve we carried out a permeability test. This test was carried out at a hydrostatic pressure difference of approximately 20-30 cmh2o in the direction of flow. The test results showed that both the progav2.0 valve and the catheter are penetrable. The adjustment tests are carried out with the standard progav2.0 check mate and measurement tool. The valve is adjusted from 0 up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. It was found out that every adjustment was possible. To measure the braking force, we have investigated the valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. The investigation of the braking force has shown that the brake function is fully operational. The patient was suffering from meningitis. Due to the risk this presents to our employees, we have decided not to open the valve. No further actions are required.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported by the healthcare professional to the company sales representative "cerebral infarction and meningitis occurred. Fx441t was implanted after the complications were stable. The first value was 12cmh2o but it did not work and leakage was seen. After that, the value was changed to 6cmh2o and 0cmh2o. However, the flow was not seen. Therefore, the valve failure was suspicios and the product was removed."